Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable result for one patient sample with the cobas® taqscreen mpx test, version 2.0 for use on the cobas s 201 system. The initial result was non-reactive. The repeat result was reactive after receiving transfusion. Serology was negative.

Manufacturer narrative:
The investigation did not identify a product problem. A definitive root cause for the reported event could not be determined based on the available information.